Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A health care professional reported that a cartridge burst during implantation of an intraocular lens. The patient experienced a partial capsular tear. An anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the sales representative stating an intraocular lens was implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the surgeon suspected the company shooter. She exchanged the shooter and had to use a new lens to complete the case. The surgeon suspects the temperature may be a factor as the surgery room is very cold, as this is the only parameter which has changed. Now she pre-warms the lenses and since then, less complications have occurred.

Manufacturer narrative:
The company cartridge has viscoelastic observed in the device. The tip was not broken. The tip has stress lines which may have been interpreted as the reported complaint. The cartridge shows evidence of having been placed into a handpiece. The cartridge was cleaned for further evaluation. A dye stain test was performed on the company cartridge. Top coat dye stain testing was conducted with acceptable results. The company cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company handpiece. The associate company lens model is not qualified for use with the company (d) cartridge. The company lens model is only qualified for use in the company (b) and (c) cartridges. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The reported ¿cartridge burst' damage was not observed. The cartridge shows evidence of use and stress lines which may have been interpreted as the reported complaint. Stress is an expected occurrence with a lens delivery and does not denote a product malfunction. The root cause for reported issues may be related a failure to follow the dfu. The account used a lens/company cartridge combination which is not qualified for use. The company lens model is only qualified for use in the company (b) and (c) cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. A viscoelastic that is not qualified for company cartridge use was also indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Surgeon suspects causality with temperature, as the surgery theatre is very cold and as this is the only parameter which has changed. Now the surgeon pre-warms lenses and since then less complications occurred. (B)(4).